Event description:
It was reported during the procedure, the surgeon used the depth gauge and implanted the screws successfully. The screws were measured prior to surgery and seemed fine. However, the surgeon determined that four screws were too short. The screws were removed and replaced with longer screws. There was a five minute delay in the surgery. No further intervention was required. The procedure was completed successfully, with no reported harm to the patient. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found.